Event description:
It was reported that during a stenting treatment procedure, the stent delivery system became stuck on the guide wire. Vascular access was obtained via the femoral artery. The stenosed target lesion was located in the highly tortuous carotid artery which was noted to have a "loop" shape. The 40mm adapt stent delivery system (sds) was advanced to the lesion without issue. When the physician attempted to release the stent, the sheath of the device would not retract. The sds had become stuck on the guide wire. The two devices were removed together as a unit with the stent still contained within its sheath and the procedure was completed with another manufacturer's stent. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that the device was used with a non bsc embolic protection system and a non bsc guide catheter. Pre-dilation was performed. The non bsc embolic protection system was noted to have been positioned inside the patient for approximately 5-10 minutes prior to advancing the adapt stent system over it; resistance was felt during advancement.

Manufacturer narrative:
Describe event or problem, therapy dates and desc: additional information.(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter: dr. (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).